Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Adverse event investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was a retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter. It was reported "the needle failed to retract all the way. When the button was pushed to retract the needle and it was pulled from the patient¿s arm, the tech noticed that the needle only retracted halfway. It was still partially sticking out."